Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) migrated. The physician thought the suture may have been tied too tight the first time and only put through one suture hole initially. The device was repositioned and two suture holes were used. After repositioning, defibrillation threshold (dft) testing was performed. Dfts were successful. No additional adverse patient effects were reported.